Event description:
As reported, non-sterile prototype convenience kits, clearly marked "not for human use" were inadvertently used in two separate cardiac cath lab procedures. Navilyst medical was notified by the hosp as soon as they realized that they had used the kits. No pt complications resulted from this event. Six additional unused prototypes were returned to navilyst medical.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot (4077641). The review confirms that the lot met all material, assembly and performance specifications. The (B)(4) 2010 navilyst medical complaint report was reviewed for potential trends for the convenience kit product family. No events similar to the reported complaint have occurred. Six unopened, unused prototype samples were returned to navilyst medical. As rec'd, each sample was affixed with a pouch label that clearly states, "non-sterile" and "not for human use," as well as an additional large red label adjacent to the pouch label that reads, "not for human use." The labeling is attached to the (B)(6) side of the pouch. The root cause of the event is a user error. The product is intended to be used as a non-sterile sample of convenience kit contents for a specific customer and is not intended for use on pts. A follow-up on (B)(4) 2010 with the (B)(6) of the cath lab indicated that there were no pt complications resulting from the event. A review of the product labeling has determined it provides clear guidance on correct product use.